Event description:
The customer observed reproducible, lower than expected vitros tsh results for seven different patient samples when using vitros tsh reagent on a vitros 5600 integrated system. (B)(6). Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The patient results were not reported outside of the laboratory and there was no allegation of patient harm as a result of these events. This report is number four of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained for seven different patient samples when using vitros tsh reagent on a vitros 5600 integrated system. The assignable cause of the event is unknown, however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros methods cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent malfunctioned.